Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 384 mg/dl at the time of incident. Customer also reported their blood glucose rose to 500 mg/dl. The customer was able to treat their blood glucose with manual injections. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found there was greater than normal resistance when the customer attempted to push insulin with a plunger push. Customer was also advised their reservoir/infusion set connection may be severed. The customer declined to return the product for analysis.